Manufacturer narrative:
Results: the pod packing coil (podj) pusher assembly was kinked in multiple locations. Conclusions: evaluation of the returned device confirmed that the pusher assembly was kinked. This damage may have occurred due to forceful handling of the podj during preparation for use. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the scrub technologist inadvertently kinked the pod packing coil (podj) pusher assembly prior to inserting the podj into the lantern delivery microcatheter (lantern).the pusher assembly became kinked prior to use and therefore, the podj was not used for the procedure. The procedure was completed using new podj.